Event description:
Patient reported infusion device continuously beeping and displaying "777" on the display screen. She stated that the power pack had been in use for 3-4 weeks at the time of the incident. Patient replaced the power pack and the infusion device functioned properly. She stated that she experienced elevated blood glucose in the 300's mg/dl. Patient felt tired and had blurred vision. Her normal blood glucose range is 150-180 mg/dl. She indicated that she changed the infusion set and administered a 3 unit bolus to address the elevated blood glucose level. Patient repported using the infusion site for 3-4 days rather than the recommended 72 hours. She stated that she used the insulin cartridge for 6-7 days rather than the recommended 48 hours. Patient indicated that she was aware of the power pack recall and the need to change the power packs every two weeks. The patient did not report assistance by a healthcare professional or second party to address the issue. Product will not be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.